Event description:
It was reported that the insulin pup had an unresponsive keypad and the numbers were ramping up on their own. The customer removed the battery and the insulin pump alarmed failed battery test. Troubleshooting was performed. The customer inserted fresh battery into the insulin pump and the failed battery alarm was resolved. The customer's blood glucose was 125 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The device was received with minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads. All the operating currents were within specification. No unexpected failed battery test alarm noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.